Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74, serial#: (B)(4), description: avista MRI perc lead kit, 74 cm. Model#: sc-4319, lot#: 19765839, description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. No symptoms of infection were reported and the cause was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure.